Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient inserted a cgm on the back of his arm. On day 1, the patient felt irritation at the insertion site. On day 2, the pain became worse and the cgm started giving frequent low alerts every 5¿10 minutes, while the patient reported not feeling low at those times. Due to increasing pain and constant alerts, the patient removed the cgm on the second day. Within 1¿2 days after removal, the patient observed inflammation/swelling, pimples or bumps, pain, skin irritation and infection, which developed into a bump and later became infected. Around (B)(6) 2026, he sought medical attention. The doctor confirmed that he had an infection at the insertion site, possibly caused by the cgm needle. Treatment details and medications were not specified. Length of stay was not reported. The diagnosis was an infection at the cgm insertion site. At the time of the call, the patient had already removed the cgm and received medical evaluation, with condition not further detailed. There was no documentation about removal of the wire, there was no prescription for any type of oral prescription medication reported, and no intravenous treatment was documented. The patient did not undergo a surgical intervention due to the stuck wire. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).